Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during manual prime process. Customer's blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No prime alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.